Event description:
Patient has corneal ulcer in the right eye.

Manufacturer narrative:
Method - no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Result - there is no clear indication that the device could have caused or contributed to the event. Conclusion: no conclusion can be drawn. This is being reported as a corneal ulcer treated with medication. We are reporting this because we cannot rule out that our product did not cause or contribute to the event as reported by the patient. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.